Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to misuse / wrong handling by the customer. The customer reprocessed and used this single-use electrode repeatedly. As a result, the loop at the distal end of the electrode may wear out during use and may break, burn or melt. Furthermore, the repeated reprocessing and use of a single-use electrode may lead to contamination. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In communication with the field service engineer (fse) regarding the event, it was reported that the customer reprocessed the electrode and used it in more than one procedure. After the failure happened, customer discarded the device. The device was not returned as it was discarded by the customer after the event was discovered. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, the wire at distal end was broken the issue was found during a therapeutic transurethral resection of the prostate (turp) procedure. The device was replaced and the intended procedure was completed using a similar device without report of delay. There were no reports of patient harm, no user injury was reported.